Event description:
An integra sales rep reported that the customer used a mayfield triad skull clamp for surgery (unspecified). At the beginning of the surgery, the customer "heard a pop and noticed the pressure on the 80 pound torque knob decreased from 60 to 40 pounds. No pt injury was reported. Surgery delay was reported as "beyond a couple of minutes." The clamp was replaced with another clamp.

Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the returned unit operated normally during functional testing. The 80 pounds torque knob tested good under pressure. The ratchet extension arm had no visible cracks. The lock had a little rotational movement however, this would not have caused the slippage. The large starburst teeth were a little worn but was still functional. The triad rocker arm passed the go nogo gage. The triad wrench was missing. All other components were functional.